Manufacturer narrative:
Pump passed self test and displacement test. Hardware low level failures alarm confirmed in the pump history due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 11 mmol/l at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.